Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Our customer has reported us via sales rep that during the surgery, one of the items (ref.703702; lot/sn (B)(4)) did not drill completely. Another item (ref.703702; lot/(B)(4)) was available and was used to continue the surgery. The item (same lot/sn) did not drill completely. It has been alleged by the customer that the screw enter with no problems after the drill with both products. The items are parts of a loan kit. No more adverse consequences were reported.